Event description:
Customer reported an issue related to the incorrect time display on their device. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in updating the pump time and advised them to monitor the device for any future time discrepancies. Customer understood and acknowledged the guidance provided.